Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an adverse event that occurred on (B)(6) 2015. Patient stated that she received another company's defective insulin pump and was found unconscious by her father, who called the paramedics. The paramedics tested her blood glucose level and it was between 800-850mg/dl. The patient was admitted to the hospital and was put on an insulin drip. She remained in the intensive care unit for approximately two weeks and was released on (B)(6) 2014. Patient confirmed that this was not a continuous glucose monitoring device related event. At the time of contact, the patient did not report any further medical intervention and was recuperating.

Manufacturer narrative:
(B)(4). Although it was reported that the patient's hospitalization was not related to dexcom's continuous glucose monitoring system and that the device issue was related to another company's pump, it should be noted that diabetes mellitus is a known cause of hyperglycemia and loss of consciousness.